Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 229 mg/dl on his blood glucose meter. Based on that reading, insulin was administered. He later checked his blood glucose reading on an accucheck meter and received a reading of 53 mg/dl. It is unk what intervention occured with the 53 mg/dl reading. He later went to sleep and awoke to paramedics treating him for a hypoglycemic event. His glucose level on the paramedics device was then 25 mg/dl. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.